Event description:
Lasik surgery. I was not a good candidate having a size 7 pupil and -10 1/2 refraction with astigmatism. My night vision is impaired and have to stop driving at night. Have starbursts and very dry eyes which affects vision. Had extreme pain after surgery and 4 months of very little vision. Ten years later I have macular degeneration in one eye which has further debilitated my sight. The surgeon said I was an excellent candidate which was clearly not the case.